Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during an ankle arthrodesis nail procedure, that the threaded end on the bolt fractured. No patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.